Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via email that the customer went to the doctor last week and lowered day time levels. Customer stated that his blood glucose was going high. Customer raised the day time levels again and they are good. Customer's blood glucose was 300 mg/dl after adjusting from the doctor. Customer's blood glucose was over 600 mg/dl the other night. Customer stated that he felt something wet and the insulin was not going in. Customer had a bent cannula that came out. Customer shoved it back in and it didn't work. Customer had on site bleeding a couple of times. Customer stopped using that site. Customer was advised to try not to continue to use that infusion set.